Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25jun2020.

Event description:
It was reported that the ventilator went inoperable with error code indicating machine and proximal pressure sensors failed. There was no patient involvement. The customer troubleshot with technical support. The customer reported to have swapped the data acquisition (da) board to motor controller (mc) cable, da board to mc board and the issue continued. The customer reviewed the ventilator diagnostic logs and found error codes indicating barometer calibration data error, oxygen flow sensor calibration data error, air flow sensor calibration data error, oxygen pressure sensor calibration data error, machine and proximal pressure sensors failed, da board analog to digital converter (adc) failed, auxiliary alarm supply failed and 35 volt supply failed. The customer was advised to replace the power management (pm) board or the gas delivery system (gds) with a good one to see if the issue is addressed. The customer stated the backup alarm was constantly beeping when in the diagnostic mode. Upon a follow up the customer reported the issue was addressed by replacing the pm board.